Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to the device can was noted at 23.9cm to 24.4cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.